Event description:
Manufacturer representative spoke with doctor's office. No event-dead battery. Device returned to factory settings after going through theft detector.

Event description:
Pt reported receiving a slight jolt while going through a security device in september 2005. The pt turns the stimulator off at night but unable to turn the stimulator back on in morning. No report of device explantation.